Manufacturer narrative:
The explanted ipg passed, visual, electrical and performance tests. The device exhibits normal device characteristics.

Event description:
A report was received that the patient underwent a pocket revision procedure due to discomfort at the pocket site. The pocket site was relocated and the phyisican elected to replace the ipg since the patient had not charged his ipg. There was nothing wrong with the device.

Event description:
A report was rec'd that the pt underwent a pocket revision procedure due to discomfort at the pocket site. The pocket site was relocated and the physician elected to replace the ipg since the pt had not charged his ipg. There was nothing wrong with the device.